Event description:
On (B)(6) 2025, apifix was notified that patient # (B)(6) was revised after initial surgery in (B)(6) 2024 because of loosening of distal extender screw. Apifix 125 mm replaced with new implant in same position, distal 6,5 mm apifix screw replaced with 7,0 mm apifix screw. Extender replaced and moved up one level. Images of labels and post op surgery images attached in email.